Event description:
It was reported to bsc/target that the spinnaker 1.8f catheter leaked during the pre-case set up. Since the problem was observed before being used inside the pt, this event did not cause any complications to the pt.